Event description:
Caller states that customer has been hospitalized twice in the past 6 months for high blood glucose, dehydration, and fever due to a cold. The exact blood glucose level is not available. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.